Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when device malfunctioned or when non-union started. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This event resulted in additional surgical intervention to remove the broken plate, and revised. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 05 september 2008, 441.188 / 2400048. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a (B)(6) male patient had high falling injuries. The surgeon did internal fixation surgery on (B)(6) 2010 due to comminuted fractures of left proximal humerus and left ulna olecranon. The whole surgery was performed smoothly. The patient was discharged on (B)(6) 2010. The patient claimed his left humerus was not healed well. On (B)(6) 2011, the patient re-examined in the same hospital. X-ray indicated that the plate which was used for his left proximal humerus was broken. The surgeon removed the broken plate. No information about patient condition received. This complaint involves 2 part. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: corrected number of devices associated with this report. (B)(6). On initial medwatch report, an explant date was provided and a note was also added indicating the device had not been explanted. The explant date is the correct information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient outcome was reported as recovered after the revision. This complaint is to capture the broken plate post-operative. The patient's post-operative pain is being captured and reported under linked complaint (B)(4). This report involves one device. This is report 1 of 1 for (B)(4).